Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that a wrong needle was reinforced. The hr48 needle was swapped with an hrc48.

Manufacturer narrative:
Corrected data: e2 is yes instead of no as reported in the initial medwatch. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 7 closed samples and 2 open samples (threads are still wound on the pack). All closed samples received have the suture corresponding to the description. However, one of the open samples corresponds to the product description and the other corresponds to monoplus violet suture of usp 1, 150 cm length and hrt48 needle (equivalent code: b0024393-monoplus viol 1(4)150 cm hrt48 loop(m)ddp). The incorrect suture of the open sample received has the same usp and length of the thread but different needle. The needle curvature (h; 1/2 circle needle), needle body (r; round bodied needle) and needle length (48 mm) is the same, but the needle tip is with a trocar or diamond point needle (t): hrt48 instead of hr48. This mix-up probably occurred during the packaging of the units. It is possible that some monoplus violet 1 (4) 150 cm hrt48 (m)loop units were packaged as monoplus violet 1 150 hr48 and vice versa. As this is a manual process, it is not possible to determine the number of units affected, and it is possible that both orders may have been affected. There are also no previous complaints of the other possible code-batch affected (monoplus violet 1 (4) 150 cm hrt48 (m)loop; b0024393; 124511) of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Conclusion root cause analysis: the most likely root cause of the mix-up between both products occurred during the packaging process. Final conclusion: taking into account that one of the open samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in this open sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: an internal non-conformity (inc) has been opened in the system to analyse the root cause and define the corrective actions if applicable.